Event description:
It was reported that intermittent unspecified alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer changed pump supplies or performed a pump reset, and resumed insulin delivery.